Event description:
The service and repair department documented that quantity five of hand piece for battery powered driver are malfunctioning. The malfunctions are being experienced stays running while on battery, reverse does not work and slow works intermittently, another is running while on battery, inoperable, and reverse must be pushed hard to work and is makes noise during operation. The malfunctions did no occur during surgery and there was no patient involvement. There is no additional information at this time. This report is 2 of 4 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown when battery stop working properly. (B)(4). Implanted date, explanted date: device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: service and repair review: the customer reported the reverse speed was not working, and the slow speed was working intermittently. The repair technician reported electronic control damaged as the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on (B)(6) 2015. Additionally, a service history review was completed: lot #004421 a service history of the past three years has been reviewed. The item was previously returned for service on (B)(6) 2014 due to motor failure. The customer called in a service request for this item on (B)(6) 2015 and reported the device is inoperable. The previous service condition of motor failure is relevant to the current complained issue of the device is inoperable. The manufacture date of this item is 10-nov-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.